Manufacturer narrative:
The investigation determined the likely root cause of the event to be user misuse. Most likely, at some point the headless pin was not fully seated within the pin driver before applying torque. The square end of the headless pin then distorted and permanently deformed the ball seal spring. Subsequent attempts at inserting the pin would only cause further deformation of the spring. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Pin driver would not engage pin.

Event description:
Pin driver would not engage pin.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.